Event description:
Attorney alleges that as a result of the lead, the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and economic losses and consequential damages. The untimely death of (patient was) caused by the intentional and negligent conduct of the (manufacturer)." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Without a lot number or device serial number, the manufacturing date cannot be determined.